Manufacturer narrative:
There is no documentation to show a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. Per the pdrn, the causal event of the peritonitis was a breach in aseptic technique as the patient did not don a mask while setting up for her pd therapy. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support that the patient experienced a drain complication on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately one year reported that in addition the patient has peritonitis. They did not see any fibrin and shifting positions was helping with the drain complication. Follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 indicates that the patient issue of drain complication was resolved. The patient¿s peritoneal dialysis nurse also reported that the patient was hospitalized (B)(6) 2018 for peritonitis (signs/symptoms unknown). The patient culture (unspecified source and draw date) was positive for gram negative bacteria (unknown species) and was treated/prescribed with vancomycin and ceftazidime (route, dose, strength, frequency and duration unknown). The patient¿s white blood cell (wbc) count was 10.4 (unspecified units; unknown date). Other hospital course unknown. The patient was discharged (B)(6) 2018 and per the pdrn the cause for the peritonitis was a breach in aseptic technique as the patient did not don a mask when setting up for pd therapy.

Manufacturer narrative:
There is no documentation to show a causal relationship between the event of peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against the cycler or cycler set. Based on the discharge summary, the causal event of the peritonitis was secondary to an infected pd catheter.

Event description:
Thirteen pages of patient medical records have been received on 2018-02-01 and reviewed. The patient presented to the emergency room (ER) on (B)(6) 2018 with symptoms of abdominal pain, nausea and emesis. The patient¿s peritoneal fluid had become more milky and cloudy. The peritoneal fluid cell count was significant for white blood cells (wbc) with 12,385 (units unknown) and 95% polymorphonuclear cells. Pd effluent cultures resulted positive and significant for enterobacter gergoviae and enterococcus faecalis. The source of the peritonitis was attributed to an infected pd catheter (not a fresenius product). The patient was prescribed/treated with intraperitoneal (ip) vancomycin and ceftazidime (dose, strength, frequency and duration unknown). Based on the culture results the physician had some concern for bowel source, but the patient did not manifest any signs/symptoms to suggest a bowel perforation. A repeat fluid collection on (B)(6) 2018 showed the fluid cell count decreased to approximately 4,000 wbc. The patient was afebrile and most symptoms resolved. Bacterial susceptibility returned and the patient was transitioned to oral levofloxacin 500mg every 48 hours for 2 weeks and ip vancomycin instilled in pd fluid every 48 hours for 2 weeks. The patient was discharged to home on (B)(6) 2018.